Event description:
I have a medtronic azure pacemaker. It is one of the ones whose battery may drain faster than expected. The device is not working properly and not recording my fast rates. I have had multiple episodes of rapid ventricular tachycardia and svt which is fast enough to cause pre syncope and the device never records any of it. FDA safety report ID # (B)(4).